Event description:
A customer contacted beckman coulter inc (bec) in regards to obtaining erroneous complete blood count (cbc) results for one (1) patient that was generated on the coulter hmx auto loader (al) hematology analyzer. The patient sample was re-run the following day and yielded results which the customer considered to be correct. Both the initial and repeat results generated abnormal white blood count (wbc) instrument flags. Review of the printouts show that the sample was also run on an alternate instrument which also generated erroneous cbc results. This incident is documented in MDR 1061932-2012-00933. There was no death, injury, or change to patient treatment attributed to this event.

Manufacturer narrative:
The specific patient sample was collected in a 5 ml bd vacutainer edta tube. The customer indicated that this issue may be due to a sample handling issue or possible operator error as the instrument is operating according to specification. No other sample related issues were reported and qc is within specifications. Service was not dispatched for this event as the customer is not questioning instrument performance. A definitive root cause of the erroneous results is unknown to date. Per labeling, hmx operators guide, (B)(4), the hmx hematology analyzer provides you with various data, flags and graphical representations that are designed for use as an integrated report. To assure that your system provides you with the most meaningful and accurate results, set up all definitive limits according to your laboratory's established reference ranges and use all report outputs for decision-making purposes. Setting definitive limits is essential if you use condition messages in decision making. Use all the flagging options (suspect, definitive, high/low, parameter codes and your laboratory's flagging criteria) to optimize the sensitivity of the instrument results. Do not single out one system message or output, such as a histogram or scatterplot, to summarize the specimen or patient's condition. Origin of abnormal pop messages, some abnormalities exhibit characteristic cluster patterns that are indicated by specific suspect messages. Suspect messages alert you to the possibility of a particular abnormality. Suspect messages flag an abnormal cell distribution or population. The system generates these messages according to an internal algorithm. These messages appear on the sample report printout. Confirm any abnormality by microscopic review.